Event description:
Revision surgery - due to instability and pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01133; 341-12-705, s807 - pain, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.